Event description:
A patient reported that they noticed tiny cracks on their lower front teeth. The patient stated that they feel like their teeth are a little bit sensitive, and a couple of them feel like they slightly wiggle.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.